Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported effusion may have been procedure related. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During the procedure, an effusion was noted in the right ventricle. Venous and arterial access was achieved and geometry of the right atrium was performed. Transseptal puncture was performed and the patient became hypotensive. The patient¿s blood pressure then stabilized and an intracardiac echocardiogram revealed an effusion at the apex of the right ventricle. Protamine was administered and the patient¿s blood pressure remained stable. The patient was observed effusion for 30 minutes and no further intervention was required. The procedure was then completed. There were no performance issues with any abbott devices.